Manufacturer narrative:
(B)(4).

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025 . On apprximately (B)(6) 2025 , the patient stated his cgm was reading 200 mg/dl. No bg meter comparison value was taken. At an unspecified time later, the patient passed out. Prior to this, the patient does not recall feeling any symptoms. Emergency medical services (ems) discovered the patient and he was transported to the emergency room (ER). At the ER, the patient¿s bg meter reading was 145 mg/dl. It was not clarified if this bg meter was taken before or after the patient received any treatment by ems or the ER staff. No cgm comparison value was reported at this time. The patient was treated with an unspecified IV drip. It was not specified when during this event the patient regained consciousness. The patient was discharged on (B)(6) 2025 . The patient was stable at the time of report. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.